Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions. There were bent/broker leads, bent/broken thermostats and thermostats were discolored. Pad was bunched up and dirty or strained by something.

Event description:
Consumer called reporting her pad caught on fire where the cord comes out of the pad and burned her chair.